Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic records were downloaded and reviewed. It was observed that the charge of the battery had not retained and the device powered off through a review of the device logs. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use

Event description:
A customer had sent in their device for a non-critical issue with their device. Upon initial inspection, it was observed that the charge of the battery had not retained and the device powered off during use. There was no patient use associated with the reported one.